Event description:
Device 1 of 3. Reference MFR report #1627487-2017-02152 ; reference MFR report #1627487-2017-02153. Follow-up identified the patient underwent surgical intervention on 05/05/2017 during which the entire system was explanted.

Event description:
Device 1 of 3. Reference MFR report #1627487-2017-02152. Reference MFR report #1627487-2017-02153.

Event description:
Device 1 of 3. Reference MFR report #1627487-2017-02152, 1627487-2017-02153. It was reported the patient's scs system was not providing effective pain relief. As a result, the patient stopped using and charging the system. The patient is also wanting to explant the system due to pending surgeries and contraindicated procedures. Surgical intervention may take place to address the issue.